Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was not confirmed. They checked the system and could not get it to fail. They performed a rad gain calibration and the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was getting a mix of collimator errors with intermittent beeps and was unable to move by itself. The gantry will not move independent of the cart. No patient was present at the time of the event.